Event description:
Pumps have soft-ware defect that causes them to have repeated up-stream occlusion alarms that sometimes cannot be resolved. Results in delay/inadequate treatment of pain. At times pump seem to be working correctly but pts c/o inadequate pain relief. When device is checked it is found that fluid is not being pumped from the infusion bag to the pt. Can result in delays in treatment of pain for several hours. Pump also uses unsafe abbreviation "ug" on programming screen instead of "mcg". IV tubing for pump has short spike which does not clear pig tail and can become occluded by wall of IV bag.